Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: myelopathy c1-c3, ankylosing spondylitis, laminectomy c1 it was reported that intra-op, during the implantation of the occipital screw, the flexible drill bit was broken into two pieces. No fragment remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual review confirms instrument fracture. Fracture surface damage and smearing noted. Microscopic examination of the undamaged portion of the fracture surfaces appear to display cup-and-cone morphology consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.